Manufacturer narrative:
Final device analysis reveals no anomaly found - normal device function.

Event description:
It was reported that the pump was removed due to infection. No patient symptoms were reported. A follow-up report will be sent if additional information becomes available to us.